Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and abscess. No further patient complications were reported.